Event description:
The reporter stated a toric silicone lens model aa4203tl, was torn during insertion. The lens was implanted and removed on 03/16/05 without patient injury. The reporter believes the lens was damaged by the injector. An msi-tr injector and mtc-60c fp cartridge were used, but the lot numbers were unknown.